Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ es server, all patients were not crossing to station. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Upon investigating the device used in this incident, it was determined that the patient appeared as discharged on the server. A technical support specialist (tss) checked the server and confirmed that the issue was resolved by the customer's in house team. The system functioned as intended after the technical support specialist investigated and customer resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ es server, all patients were not crossing to station. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.